Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the initial complaint was reviewed and found not reportable. Opal implant holder pistol grip updated to a concomitant device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, an inserter broke in the opal placer implant holder. The opal implant holder straight and opal implant holder pistol grip, these both parts use this inner holder part that broke. Both pieces were recovered, small pieces and the main piece. The second set was available to complete the procedure, the surgeon was able to reach out to surgery within about five to ten (5-10) seconds. There was a five to ten (5-10) seconds delay in the surgery. There was no patient harm. The surgery was completed safely and successfully. Concomitant medical devices: unk - cage/spacers: opal (part# unknown, lot# unknown, quantity# unknown) . This report is for one (1) opal implant holder pistol grip. This is report 2 of 2 for complaint (B)(4).